Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation from their left ventricular (lv) lead. The lead was reprogrammed but the problem persisted so the lead was reprogrammed again. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.